Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/7/2020. Additional information has been requested, and the following was obtained: the reported product code for this complaint is j532h. The lot reported of pd2802 is related to product code vcp422h. Please provide the correct lot number. Unobtainable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The reported product code for this complaint is j532h. The lot reported of pd2802 is related to product code vcp422h. Please provide the correct lot number.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off the suture. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.